Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2018. .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing hiccup sensations and a 'buzzing' against the rib or diaphram. The patient noted they had been seen by a physician and they had discussed replacing a lead that was not working. The patient then moved and was seeing a new physician that tested the leads and was 'turning it up and back down' and the settings were back to the original programmed settings, which caused discomfort. The patient added they were in pain and feeling shortness of breath. At this time, the lv lead remains in use. No further patient complications have been reported as a result of this event.